Event description:
Caller reported a malfunction on pump with a specific malfunction code; however, there was no adverse impact to customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump. Malfunction code did not recur, and customer was instructed to continue using pump and to call back if any issues reoccurred, which caller acknowledged and understood.